Event description:
On (B)(6) 2006, a physician attempted a femoral arteriotomy closure using a starclose. The device became stuck in the leg, and was removed via surgery. The arteriotomy was closed with sutures. There was no further injury or treatment to the patient, who was hospitalized 2 extra days and was discharged home.

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate that a bond failure occurred. However, based on available information, device malfunction could not be identified. Corrective action has been initiated to address this issue.